Event description:
The customer tested his blood glucose and received a reading of 296 mg/dl using his contour meter. He retested using another meter and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips, so no product will be returned for evaluation.